Event description:
It was reported that blade detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt of left forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During removal from sheath, it was noted that blade detachment occurred. The device was removed as usual, and all blades were removed outside the body. The procedure was completed with this device. There were no patient complication as the result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that blade detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt of left forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During removal from sheath, it was noted that blade detachment occurred. The device was removed as usual, and all blades were removed outside the body. The procedure was completed with this device. There were no patient complication as the result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older device evaluated by MFR: a pcb device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 12mm distal of the proximal markerband. A visual examination of the returned device identified that approximately 10mm of blade were noted to have detached from the balloon material. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified with the device.

Event description:
It was reported that blade detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt of left forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During removal from sheath, it was noted that blade detachment occurred. The device was removed as usual, and all blades were removed outside the body. The procedure was completed with this device. There were no patient complication as the result of this event.